Event description:
It was reported that during the procedure in the mildly calcified distal left anterior descending artery for treatment of a de novo lesion, a non-abbott guide wire was advanced and pre-dilatation was performed using an unspecified balloon. A 2.5x18 rx xience v stent delivery system was advanced. Resistance was felt, force was applied, but the stent system could not cross the lesion. During removal of the stent system from the anatomy, resistance was felt and force was applied. Outside of the anatomy, the proximal stent struts were noted to be flared. A non-abbott stent system was advanced to the target lesion and the stent was deployed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.